Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, during implantation lens did not advance into the eye and backed up into the incision. Additional information has been requested. There are two medical reports associated with same event. This file is 2 of 2.